Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: "a sterile back-up tissue expander must be readily available at the time of surgery in the event that damage occurs. Products must be carefully inspected for leaks or nicks prior to use. Do not attempt to repair damaged products." "Each sterile tissue expander is supplied in a sealed, double primary package. Natrelle® 133 tissue expanders sterile product accessories are also supplied within the product packaging. Sterility of the tissue expander is maintained only if the thermoform packages, including the package seals, are intact. Do not use the product if the thermoform packages or seals have been damaged." "Do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery."

Event description:
Healthcare professional reported prior to implantation some "foreign material like a dust on implant before using." There was no patient contact.

Manufacturer narrative:
Device evaluation: visual analysis of the returned identified a blue stain measuring 1.5mm. The stain was rough and irregularly shaped. A microscopic analysis identified that the device is intact and functional. Additional analysis identified that the appearance of the device was a blue stain which was sent to an external laboratory, but the origin of the stain could not be determined. This was not assessed as a workmanship issue since the device was not received in the original sealed packaging. Further investigation was performed identifying no anomalies. The final assessment concluded it was not possible to identify the source of the stain and there is no significant difference of the origin of the stain. Device was assessed as intact and functional.

Event description:
Healthcare professional reported prior to implantation some "foreign material like a dust on implant before using." There was no patient contact.